Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the missing door shims, which was observed during evaluation and is considered confirmed. The door shims were replaced. (B)(4).

Event description:
It was reported that a spectrum pump had door shims missing. There was no patient involvement.